Event description:
Boston scientific was notified that during the procedure the neuroform microdelivery stent system could not be deployed at the arterial lesion despite following the instructions given for the product implantation. When the guide was being introduced the distal vessel was drilled causing a subarachnoidal hemorrhage. The patient died but the death was not related to the device.